Event description:
It was reported that the implant was removed due to infection 1 yr after placement. Tooth site 19. Symptoms as a result of the event: abscess.

Manufacturer narrative:
Zimvie complaint (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Manufacturer narrative:
This report is being submitted to report corrected information to 0002023141-2024-01756. Patient weight and bone density type has been corrected. The following sections are being reported: a4: patent weight has been corrected to 135 lbs. B7: other relevant history has been corrected to bone density type ii. H2: if follow-up, what type. H10: additional narratives/data h3 other text : summary investigation.

Event description:
No additional or corrected information to report.